Manufacturer narrative:
(B)(4). Insulin pump was received with a critical pump error (open book image) alarm. After further review, did not note any evidence of previous moisture presence or corrosion on the electronic boards, assemblies, or the motor itself. Unable to upload/download due to a problem associated with the electronic assembly. Unable to perform displacement test due the to critical pump error (open book image) alarm. Insulin pump was received with a crack in the battery tube that starts at the corner of the belt clip rails and extends to the top of the insulin pump where the battery threads are located. Inserted a test p-cap into the retainer ring, and it locked in place properly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that insulin pump had crack. No harm requiring medical intervention was reported. The device will be returned for analysis.